Event description:
A customer reported that the screen on their pump was going black, starting from the bottom and expanding upwards, which affected their ability to read and interact with the device. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump and instructed the customer on how to put the pump into storage mode before returning it. The pump was confirmed to be under warranty, and the customer acknowledged instructions to use multiple daily injections as backup therapy during the replacement process, including returning the pump with a prepaid label within ten days.